Manufacturer narrative:
Date rec¿d by MFR: 28oct2019. Date of report: 29oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27aug2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.